Manufacturer narrative:
As reported 3dmax light mesh was torn. Evaluation of the sample was performed finds two tears presenting in the mesh. At the location of the tears visible surgical tool/ graspers marks are found from being used during the placement attempt. Based on the event as reported and sample condition, root cause is found to be the mesh was inadvertently damaged during user/device interface while handling the mesh with graspers during attempted placement. No manufacturing anomalies were found. Review of manufacturing records shows the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in february 2024. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported during a laparoscopic inguinal hernia repair procedure (transabdominal preperitoneal mesh implantation), a 3dmax light mesh was torn. It was reported that the mesh was inserted through a 12mm trocar. The procedure was completed with another mesh by normal technique. There was no reported patient injury.